Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer also mentioned that the station had been offline, and their information technology team confirmed that there were no network issues on the site. The customer attempted to reboot the station, but the drawer displayed a device not detected on bus error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer found that the network cable was broken and replaced it. Identified that the hospital network port was not functioning and notified the hospital information technology team. The system functioned as intended after the field service engineer repaired the device.